Event description:
It was reported, that the camera head had no image. The issue during preparation for use for an unknown diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned for evaluation and the customer's allegation was confirmed. It was noted that there was a failure in the camera cable. Based on the results of the investigation, it is likely that the following led to the malfunction: it is presumed that the failure occurred due to failure of the camera cable preventing normal communication. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.